Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking while a 5mm instrument was inserted. The procedure was completed without any impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.(B)(4)